Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol) with a monitoring voltage of 2.2 volts. It was reported that the patient would undergo a change out procedure as soon as possible. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this product was explanted and replaced. The patient reported that the device did not beep prior to explant and the physician stated it was suppose to.